Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer experienced a low blood glucose (bg). No additional information was provided on the low bg. Reportedly, the customer replaced the cartridge and successfully continued insulin therapy.